Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the event description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded two signal artifact monitor (sam) episodes that resulted in the minute ventilation (mv) sensor being automatically disabled. Technical services noted this patient had an intervention on the day of these episodes ((B)(6) 2023) because on that day the device was programmed to monitor alone. Therefore, the sam episodes were most likely related to this procedure. Technical services can also see noises that look like mv on episode v-101, on the same day ((B)(6) 2023) in the morning. External interference can also create false positive sams because noise can prevent impedance, stimulation, and shock measurements. No adverse patient effects were reported. This product remains in service.